Manufacturer narrative:
Findings: pump received with blank display due to moisture damage at electronic assembly. Also received with moisture damage on the motor, vibrator tube and battery tube assembly. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 217 mg/dl. The customer was advised to insert a new alkaline battery. The customer stated the display did not return. The customer stated that the device was not dropped nor bumped and not exposed to moisture. Customer stated that he did not have the time to continue troubleshooting and stated he would call back after work to complete troubleshooting.